Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, a solution leakage was noticed in the arterial lumen which stops when the pump was stopped. A cracked was also noted in the catheter lumen and the doctor indicated to change it. They took for blood return to the peripheral vein. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The catheter was not repaired. There was no tego utilized and no luer adapter issue. The insertion site was not treated with prior to product placement. There were no patient symptoms or complications associated with the event. There was no patient injury.